Event description:
It was reported that device movement occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was successfully performed using a 31mm watchman flx laa closure device with delivery system (wds). During a routine follow up examination in (B)(6) 2022, transesophageal echocardiogram revealed the closure device had shifted to a proximal position. The 31mm watchman closure device was explanted using a non-boston scientific snaring device. A 27mm watchman closure device was successfully implanted. No patient complications were reported.

Event description:
It was reported that device movement occurred. In (B)(6) 2022 a left atrial appendage (laa) closure procedure was successfully performed using a 31mm watchman flx laa closure device with delivery system (wds). During a routine follow up examination in september 2022, transesophageal echocardiogram revealed the closure device had shifted to a proximal position. The 31mm watchman closure device was explanted using a non-boston scientific snaring device. A 27mm watchman closure device was successfully implanted. No patient complications were reported. It was further reported one day post explant procedure the patient was discharged from the hospital.